Event description:
It was reported that during a percutaneous coronary intervention procedure, stent damage occurred. The 90% stenosed target lesion was located in the calcified and mildly tortuous apical branch. While attempting to cross the target lesion, it was noticed that the stent was deformed. The procedure was completed with a different device. No pt injuries or complications were reported during the procedure. Pt's condition listed as "good".

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.